Event description:
It was reported that during unrelated surgery the patient's heart rate was 40 beats per minute. It was also reported that there was a high sensing integrity count and there was t-wave oversensing with low r-waves on the right ventricular lead. The sensitivity was changed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.